Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported, the staff cut their fingers when trying to remove the metal/aluminum part to open the softfit vial. The surgery was performed and completed. Additional information received, the health professional tore their forefinger, the bleeding was stopped with a bandage for two days and is recovered.

Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. The root cause could not be established. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The manufacturer internal reference number is: (B)(4).